Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the valve was faulty. The event happened during the procedure. There was no patient impact, and the procedure was not extended greater than 30 minutes due to the failure. The product was not being used in a clinical trial. The biosense webster inc. (Bwi) representative was not in the procedure at the time of the event. No adverse patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1-april-2022. It was reported that there was slow blood leakage from the hemostatic valve. It did not break into two or more pieces or become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was less than 50ml. No medical intervention was required to stop the bleeding. Per the additional information received as noted above, the h6. Medical device problem code was updated from material separation (a0413) to fluid leak (a050401). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 12-may-2022. The device evaluation was completed on 22-may-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that the valve was faulty. The event happened during the procedure. There was no patient impact, and the procedure was not extended greater than 30 minutes due to the failure. No adverse patient consequence was reported. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record (DHR) review was performed for the finished device 00001824 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action is being followed to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)